Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing a burning sensation at her ipg site while stimulation is on. The patient places an ice pack on her ipg site to reduce the burning. The patient is pending follow up with her physician to determine the next course of action.